Event description:
The user facility reported that following the use of their trufreeze console system and balloon dilation the doctor observed a perforation to the patient's esophagus. The patient received a stent and sutures.

Manufacturer narrative:
Through follow-up, steris learned that the patient was being treated for post-radiation stricture. A steris territory manager performed in-service training with the doctor subject of the reported event and learned that cryotherapy was administered in three locations with dosimetry of two sprays at twenty seconds each. Cryotherapy was administered successfully with no incident. The patient was then dilated in multiple stages with dilation balloons. During the last dilation, the doctor observed bleeding. The doctor investigated the area and located a perforation in the esophagus. Following the reported event, the doctor stated that a CT was administered to the patient and no free air was observed and no leak was found. The doctor stated that the perforation may have been a deep rent (mucosal tear). Steris is in the process of reviewing the trufreeze console system log files. The instructions for use provides the user with the following information: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, co-morbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area. The physician should use caution when applying cryospray in any organ where stricture or collapse is likely. The physician should use caution when considering cryospray for this high-risk patient situation, specifically regarding the ability to vent or extract gas. Physicians should use caution in any procedure or anatomy where a restriction or obstruction interferes with the adequate venting or nitrogen as, resulting in increased gas pressure. During cryospray, the patient must be monitored for abdominal distention and cryospray must be stopped if the abdomen becomes distended, if using in the esophagus. Liquid nitrogen expands more than 700 times when changing from a liquid to a gaseous state. It is imperative for patient safety that adequate venting is used to remove gas created during cryospray." No additional issues have been reported.

Manufacturer narrative:
The trufreeze console system log files were reviewed and confirmed the device was operating to specifications; no abnormalities were noted. No additional issues have been reported.